Event description:
This spontaneous case report was received by regulatory authority in (B)(6) on 11-mar-2016 from a (B)(6) female consumer and forwarded to bayer on 04-aug-2016. On (B)(6) 2009 essure (fallopian tube occlusion insert) was placed. The consumer had a painful placement; one side went easily but the other was slower, more difficult and far more painful. In (B)(6) 2009 the consumer experienced lower back pain, pain during ovulation, neck pain, pain in feet, and arthralgia. On an unspecified date the consumer experienced eczema, gastro-intestinal complaints, tiredness, mood swings, swollen abdomen, and excessive sweating. Those events led her to work-related problems, problems with daily tasks and relation and/or family problems. On an unspecified date she contacted her physician and was tested for rheumatism, gout, vitamin deficiency; all the tests were negative. She was treated with physiotherapy. On (B)(6) 2016 essure was removed. Company causality comment: this spontaneous case report refers to (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted and she presented lower back pain, serious event and listed in essure reference safety information. Abdominal, pelvic and back pain may occur during essure use. In this present case,consumer presented lower back pain, which led her to work-related problems, problems with daily tasks and relation and/or family problems. She had essure removed 7 years after insertion. Given event's nature, causality cannot be excluded. This case was regarded as incident since device removal was required. Other non-serious events were reported. The product technical analysis has been sought. No further information could be obtained.

Manufacturer narrative:
Quality-safety evaluation of product technical complaint (ptc) received on 06-oct-2016: this adverse event report is related to a ptc and the bayer reference number for the ptc report is (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. The reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Device similar incident listing the list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 11-oct-2016 for the following meddra preferred terms: back pain: the analysis in the global safety database revealed 211 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pt. Company causality comment: this spontaneous case report refers to (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted and she presented lower back pain, serious event and listed in essure reference safety information. Abdominal, pelvic and back pain may occur during essure use. In this present case,consumer presented lower back pain, which led her to work-related problems, problems with daily tasks and relation and/or family problems. She had essure removed 7 years after insertion. Given event's nature, causality cannot be excluded. This case was regarded as incident since device removal was required. Other non-serious events were reported. No sample available for this investigation and no valid lot number. Therefore, a product quality defect could not be confirmed but is considered plausible. No further information could be obtained.